Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network jack was not working. A field service engineer (fse) was informed by site it that the network jack was deemed fully functional; however, the network status in the system settings showed as not connected. Fse tested the station by connecting the network cable to an adjacent network jack, at which point the network was successfully detected. Fse shared those findings with user and advised that site it would need to further evaluate the original network jack for any underlying issues. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode and appeared offline in rss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.